Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic lobectomy. While being applied to the lung the device was unable to fire. The surgeon was able to press the green button and squeeze the handle but the stapler did not trigger and was locked on the first shot. They replaced the stapler and the reload to complete the case. The patient was alive with no injury.